Event description:
It was reported that there were high impedances and normal battery depletion. The reporter stated that the battery was replaced during a revision. It was reported that the location of the issue was at the device pocket. It was noted that there was no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).